Event description:
It was reported to philips that the up and down arrow keys on the device were not working properly. It was noted that the customer had superimposed the front bezel from another monitor's display in an attempt to resolve the issue but the failure eventually returned. The customer requested that the device be returned for bench repair. There was no reported patient involvement.